Manufacturer narrative:
Following discussion with nurse revealed no cases of skin breakdown - only initial redness which resolved postoperatively. Long contact with the chest pad without relieving pressure may cause redness. This usually resolves itself, as was the case with reported event.

Event description:
Multiple occurrences of redness/skin breakdown on patients undergoing prone surgery during (B)(6) 2019. This is reported to have occurred on approximately 2-4 patients during this timeframe. (First patient reported in MDR 2921578-2019-00032).

Event description:
Multiple occurrences of redness/skin breakdown on patients undergoing prone surgery during (B)(6) 2019 - (B)(6) 2019. This is reported to have occurred on approximately 2-4 patients during this timeframe. (First patient reported in MDR 2921578-2019-00029) no information about the severity.